Event description:
It was reported that the tip of the screwdriver shaft was broken during use in surgery. The broken tip was immediately retrieved. There were no patient complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that two opposite tabs of the driving end are broken. A portion of the broken surface appears to be brown in color. Unable to confirm corrosion.